Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a dislodged retaining ring at the grip ring. This caused the grip ring to appear loose. The instrument failed during initialization during in-house testing. The instrument was placed on an in-house system and passed engagement but failed initialization test on 3 out of 3 attempts. There were no error logs to depict this failure. The dislodged retaining ring at the grip ring inside the housing was related to this failure. The instrument was found to have two errors ¿22024¿ grip torque was outside the expected range on usm 4 (instrument installed: vessel sealer extended / rfid: 353241323) / error class 0¿ low torque failure(s) based on log review. Error code 22024 log_strong_grip_low_torque was seen, indicating that the instrument exhibited low torque during use, which typically results in a sealing malfunction. Logs displayed two error "mdtrace_strong_grip_fail." Initialization test was bypassed and hard grip force test performed. The instrument passed grip force test " 5.73274969". This is as a result of dislodged retaining ring at the grip ring. This causes the grip ring to appear loosely seated. Additionally, the instrument was found to have a bent main tube. The bending damage is located at the midpoint area. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the advanced log review associated with this event has been performed by post market failure analysis engineering (fae). Review of the system logs indicates that the vse instrument was installed five times and successfully passed homing on all five occasions. Dsp logs recorded 90 complete cut events, along with two strong grip fail events and one jaw angle open event. E-100 logs showed two coagulation events without errors and 112 seal events, including seven high initial starting impedance errors and two blank errors. Msc logs identified one recoverable system e-stop during a seal event and two instances of grip torque outside the expected range on universal surgical manipulator (usm) #4. These msc errors correlate with the blank seal errors and strong grip fail events noted in the logs, suggesting a possible loose grip cable that may have resulted in low torque and incomplete sealing. Total instrument usage time was 48 minutes. The probable root cause of a bent main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal can also cause bending.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a vessel sealer extend instrument stopped working altogether shortly after case started. Had to open another one to finish case. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that he doesn't believe they were able to start the sealing process. Surgeon does not remember exactly.